Event description:
The surgeon at the clinic, reported to the sales technical assistant that "a revision surgery is scheduled on (B)(6) 2012 to extract a abgii modular implants."

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.